Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: please provide lot number. Please confirm if a credit or replacement is needed. If credit is needed: please provide the purchase order. If replacement is needed: to whom should the replacement be sent? Please provide the contact's name, department, street address (including zip code), email address, and phone number. Please do not use a p.o. Box. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is all of the information that I have. I was contacted via email and reported it immediately. I am trying to find out additional information from the customer (surgeon name, lot etc) but have not received any further details. I will report any information as soon as I receive it. We still do not yet have the surgeon's name but continue to ask for follow up details. The account executive for this product line and this hospital is (please refer to the attached email) copied here. He is trying to track down details and will update this case when further information is made available to him by the customer. No new information was able to be obtained on this quality complaint. We can close it on our end. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a vaginal delivery procedure in 2025 and suture was used. During the procedure, it was reported to the dl by the sales rep that when the provider was performing the perineal repair after delivery of the new born the needle detached from the suture. The provider was able to remove the suture. No adverse impact to the patient/user. Device is not available for return. No adverse patient consequences were reported. Additional information was requested.